Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure and believes the ipg was placed in surgery mode prior to the procedure. Postoperatively, the patient¿s ipg was unable to communicate with external devices, and the message ¿cannot connect to generator¿ was displayed on the clinician programmer. The patient does not have stimulation and may be awaiting surgical intervention as the next course of action.

Event description:
Follow up information identified patient underwent ipg explant and replacement.